Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that insulin pump seems to be not working. Customer blood glucose level was 391 mg/dl at the time of incident and current blood glucose level was 155 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with insulin pump and manual injection. Customer not alleging that the insulin pump was under delivering. The device will not be returned for analysis.